Event description:
Davinci prograsp was used during a gastric bypass reny procedure. While prograsp was being used in the patient's abdomen a frayed wire on instrument was noticed. Instrument was removed and replaced with a prograsp that was in working order.